Event description:
It was reported that a spectrum pump experienced system error 322 alarms. No pt injury was reported.

Manufacturer narrative:
MFR ref (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the system error 322 alarms. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. System error 322 was reproduced, caused by the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the system error 322. Additionally, unk residue was found on the upper hook switch likely contributing to the reported symptom. The failed upper auxiliary assembly will be replaced.